Manufacturer narrative:
The insulin pump was received with critical pump error alarm, however the critical pump error was able to be bypassed or cleared. After re-initialization, the pump completed the boot up process normally. However, pump critical pump error caused by a63 pump error with a variable due to software anomaly. The device was tested after bypassing the critical pump error and received with operating currents within specification. The device passed self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 79 noted during testing. The device was received with faded serial number label, minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error and an alarm saying the motor processor did not report the pumps stroke as finished in reasonable time. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is not expected to be returned for analysis.